Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the right ventricular lead failed to properly transfer torque, causing the lead to rotate in the opposite direction upon release. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.